Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Linogram performed 2 weeks ago due to blood oozing from cvl exit site intermittently for approximately 2 weeks. Result of linogram showed split in cvl-between exit site and cuff. Cvl replaced under ga with same type and size (same lot #). This week, blood oozing from exit site of new cvl. Linogram performed showing split in cvl-between exit site and cuff (same as previous cvl). Cvl replaced under ga.

Manufacturer narrative:
The report indicated there were two incidents involving two catheters from the same lot. Only one catheter was returned for evaluation. Additional information about the two incidents was requested but not provided. One 10f split cath was returned for evaluation. It is unknown which incident this catheter was involved in. Visual inspection of the device revealed no obvious defects. Functional testing was performed by clamping the distal end of the lumen and flushing through both luers. No leaks or other abnormalities were noted. No problem was found with the returned device. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. We are unable to confirm the reported issue or to determine the root cause or factors that may have contributed to this event.